Event description:
Related manufacturer reference number: 2017865-2023-51922. It was reported that the patient experienced ventricular arrhythmia's culminating in the patient being deceased. The implantable cardioverter defibrillation and right ventricular lead may have failed to successfully convert the ventricular arrhythmia and it is unknown if they contributed to the patient's death.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.